Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted insufficient angulation, play of the angulation control knob, liquid leak in the control section, liquid leak from the control cover, bending section rubber glue chipping, whitish bending section rubber glue, scratches on the insertion tube of the insertion section, scratches on the distal cover, whitish objective lens glue, whitish light guide lens glue, and air leak from the instrument channel. However, these defects alone are not considered severe enough to cause a potential adverse event. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: in precleaning, water was aspirated from the instrument/suction channels using a suction pump but ¿the suction time was approximately a few seconds¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Precleaning the endoscope and accessories flush the air/water channel with water and air 1 turn the light source on. 2 switch ¿off¿ the airflow regulator on the light source. 3 detach the air/water valve (mh-438) or the spray valve (maj-923) from the endoscope and place it in the detergent solution. Attach the aw channel cleaning adapter (mh-948) to the air/water cylinder of the endoscope. 4 immerse the distal end of the insertion section in the water. 5 switch the airflow regulator on the light source to maximum ¿high¿. 6 depress the button of the aw channel cleaning adapter to flush the air channel with water from the water container for 10 seconds or more. 7 release the button to flush the air/water channel with air for 10 seconds. 8 turn the light source off." "Aspirate water: 1 turn the suction pump on. 2 close the cap of the biopsy valve. 3 immerse the distal end of the insertion section in the water. Depress the suction valve (mh-443) on the endoscope and aspirate the water through the endoscope for 10 seconds or more. 4 remove the distal end from the water. Depress the suction valve and aspirate air for 10 seconds. 5 turn the suction pump off." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B6 was corrected.

Event description:
The customer reported the evis lucera elite colonovideoscope tested positive for an unexpected contamination. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The scope was not used after the first positive test and reprocessing was done multiple times. Pre-cleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump. Manual cleaning was done within an hour after the procedure. The scope passed a leak test. Power quick detergent was used for manual cleaning. The instrument/suction channel, suction channel, and air/water suction valve were brushed during manual cleaning. Manual disinfection was not done. A fujifilm esr endoscope reprocessor was used with endquick as the detergent and esside as the disinfectant. There were no defects with the aer. All channels were connected with tubes when setting up the aer, the concentration and expiration of the disinfectant was controlled, the disinfectant met the minimum effective concentration, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried by wiping with a clean towel. The scope was stored in a simple cabinet without drying function. This event is under investigation. A supplemental report will be submitted upon receiving additional information.